Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day after implant, low r-wave amplitude and no capture threshold was observed during post-implant check. Lead dislodgement was noted on x-ray. Physician stated that the lead was dislodged because the patient flailed his arms above his head immediately after the implant. Lead was repositioned successfully and required a restraint. Patient was released from hospital without complications.